Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0ml 29ga 1/2in bls 500 sl experienced product damage during use. The customer stated, ¿materials manager called to report that nurse reported that they have a box of defective of needles that bd needs to be made aware of. She stated that they can send samples in and will forward questions asked to the nurse when acknowledgment letter is sent".

Event description:
It was reported that the syringe 1.0ml 29ga 1/2in bls 500 sl experienced product damage during use. The customer stated, ¿materials manager called to report that nurse reported that they have a box of defective of needles that bd needs to be made aware of. She stated that they can send samples in and will forward questions asked to the nurse when acknowledgment letter is sent."

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #7216821. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint.